Manufacturer narrative:
The customer reported elevated blood lead test results for two (2) patients. Upon retesting using the same test kit lot on a different lc ii analyzer (s/n: (B)(6)), elevated results were again observed. A newly redrawn blood sample tested on a leadcare ii analyzer (serial number unknown) produced a result within the normal range. This MDR documents one (1) patient result out of a total of four (4) reported results. Separate mdrs are submitted for each of the patient results. The associated report numbers will be cross-referenced in the respective FDA form 3500a submissions to ensure traceability.

Event description:
Customer reported two (2) elevated patient results obtained using a new test kit. The test kit was opened on monday, (B)(6) 2026. Control test results were reported by the customer as within range; however, the control results were not available for review. Customer reported that a patient sample previously tested at 22.7 g/dl on a leadcare ii analyzer (s/n: (B)(6)). The same patient sample was retested using the same test kit lot on a second leadcare ii analyzer (s/n: (B)(6)), which produced a blood lead level (bll) result of 18.1 g/dl. The customer then rewashes the patient's hands and collected a new blood sample, which produced a result of 3.4 g/dl. The customer did not specify which analyzer was used to test the newly collected sample. As part of troubleshooting, technical services (ts) confirmed that the customer's patient sample collection methods were appropriate and in accordance with the manufacturer's instructions for use. A replacement test kit was provided to the customer. On (B)(6) 2026, the customer confirmed receipt of the replacement test kit and reported that control testing passed. The customer indicated that testing would be monitored. On (B)(6) 2026, the customer reported that testing was performing as expected.